Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not available.

Event description:
This pi is for revision 2 done on (B)(6) 2017 due to alleged altr. It was reported by the attorney that plaintiff underwent a right total hip arthroplasty on (B)(6) 2015 and had to undergo revision surgery on (B)(6) 2017 due to alleged altr.